Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Side unspecified, this record is for the left side. No treatment or surgical reoperation has occurred. Later healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Side unspecified, this record is for the left side. No treatment or surgical reoperation has occurred. Later healthcare professional reported left side rupture. Device remains implanted.